Event description:
It was reported by the patient that they were having issues with their pacemaker and they did not think it was working. Follow up with the patient's clinic indicated that the patient had not been seen for a device check since the report to the manufacturer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.